Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant, the right atrial (ra) lead fell and dislodged. An  implantable pulse generator (ipg) malfunction was also observed. The ipg remains in use while the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that no performance issues were noted with the ipg.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.